Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 541 mg/dl at the time of incident and did not feel okay to troubleshoot. Customer was using auto mode feature on insulin pump. It was also reported that the glucometer was not working and customer had also issue regarding sensor. Customer declined to trouble shoot for hyperglycemia. The insulin pump will not be returned for analysis.